Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was sent down because it did not cool and displayed error 99 (patient temperature out of calibration - no control) during calibration. Chiller temperature (t4) was 4.9, circulation pump command (cpc) was 56 percentage, mixing pump command (mpc) was 100 percentage. It was cooled to 4c without issues. The system hours was 6112, pump hours was 5724. The biomed requested quote for 2000-hour service.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down because it did not cool and displayed error 99(patient temperature out of calibration - no control) during calibration. Chiller temperature (t4) was 4.9, circulation pump command (cpc) was 56 percentage, mixing pump command (mpc) was 100 percentage. It was cooled to 4c without issues. The system hours was 6112, pump hours was 5724. The biomed requested quote for 2000-hour service.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down because it did not cool and displayed error 99(patient temperature out of calibration - no control) during calibration. Chiller temperature (t4) was 4.9, circulation pump command (cpc) was 56 percentage, mixing pump command (mpc) was 100 percentage. It was cooled to 4c without issues. The system hours was 6112, pump hours was 5724. The biomed requested quote for 2000-hour service.